Event description:
Connection issues associated to both channels during the implantation procedure (difficulties to insert the screwdriver); therefore, the device was not implanted. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.